Manufacturer narrative:
The service engineer (se) replaced the o-ring, gui knob, and pneumatic interface (pi) printed circuit board assembly (pcba). The se performed calibrations and extended self-testing on the device and all tests passed product analysis: a graphic user interface (gui) knob, an o-ring and a pneumatic interface (pi) printed circuit board assembly (pcba) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found the o-ring to be broken which caused the leak during testing, no anomalies were found on the gui knob and pi pcba. The returned components were installed into a test ventilator for analysis; the diagnostic logs were reviewed and functionality testing was performed. When attempting to attach the gui knob to the test ventilator, it was unsuccessful due to damaged threading. When the pi pcba was attached to the test ventilator it failed extended self-test. An investigation was performed and the product analysis technician reported that the root cause for the pi pcba was isolated to an e lectronic component. The damage to the o-ring could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator was missing the dial knob. The ventilator was not in use on a patient at the time of the reported event.